Manufacturer narrative:
104 unused accu-chek safe-t-pro plus lancing devices were received for investigation. The reported failure on protruding lancets could not be confirmed by operation of the received samples. To reproduce the customer allegation, all lancing devices have been released in the air and no protruding lancets were observed. All tested devices met the specification. Furthermore, a review of complaint investigation data was performed with the focus on the customer allegation and the reported lot number 41518018. The review did not show any deviations. As the defective lancing device was not delivered, no further investigation is possible.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The nurse stated the lancet from an accu-chek safe-t-pro plus lancet device did not retract back into the end of the device after use. A nurse had just finished using the lancet device to prick a patient's finger. While cleaning up the nurse accidentally pricked her finger. The nurse then noticed that the lancet was sticking out of the device about 2-3 mm. It was asked, but is it not known if any treatment was provided as a result of the event. No adverse event was alleged. The device was requested for investigation.